Event description:
Eye felt like "wood chip" in od. Washed with saline and felt fine for one day, but became light sensitive and hurting. Wearing contact lenses overnight for 4-6 weeks at a time. Thought that was okay. Assessment: corneal ulcer to the right eye with uveitis. Treatment: discontinue contact wear. Ocuflox one drop every two hrs today, then four times a day. Homatropine 2%, one drop three times a day. Return to office in four days.